Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was returned for failure analysis, and the reported errors were confirmed and replicated. In system logs, the 32097 and 32096 errors were found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fiber assemblies. Once testing was completed, the clock-spring, parallelogram, and rolling loop fiber assemblies were applied behavior analysis (aba) tested and were verified to be the source of the fault. The probable root cause is due to an issue with the parallelogram, rolling loop, and clock spring fiber within the usm. This can be resolved by having the fse replace the usm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered repeated faults on the universal surgical manipulator (usm4). The customer ultimately disabled the usm4 to continue the procedure which was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.